Event description:
The pt is reportedly experiencing facial nerve stimulation and poor sound quality. Extensive programming changes have been made and external equipment exchanged. Device testing revealed normal functions. Device testing revealed normal functions. Device revision surgery is under consideration.